Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose level was 205 mg/dl. Reportedly, customer continued to use the existing cartridge and declined further troubleshooting with tandem technical support.